Manufacturer narrative:
The product was not returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device of the cause of the occurrence. Should the device or any additional information become available a follow up report will be submitted.

Event description:
Patient identifier: (B)(6). Date of event (B)(6) 2013. According to the information received, an individual had pain when inserting a catheter. It was reported that there was blood on the catheter at withdrawal followed by proctorrhagia, abdominal pain and general health deterioration. Upon examination an extra peritoneal perforation, 9 cm above dentae line, with a perirectal abcess was reported.